Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure the pt was hospitalized for in stent thrombosis. The index procedure treated the lad (left anterior descending) with predilatation with a 2.50x12mm maverick2 balloon dilation catheter inflated to 14 atmospheres (atms) for 20 seconds. A 3.00x16mm taxus express2 drug eluting stent was deployed at 14 atms for 21 seconds. The stent was post dilated at 16 atms for 7 seconds. The pt presented 7 days following the index procedure with chest pain and s-t segment elevation. It was reported that there was acute stent thrombosis in the 3.00x16mm taxus express2 drug eluting stent. The physician treated the thrombosis with a competitor thrombectomy catheter successfully. It was also reported that there was thrombosis in the circumflex artery, which was also treated with the thrombectomy catheter. The physician placed an intra-aortic balloon pump (iabp) during the procedure. The physician used a competitor's 3.50x8mm angioplasty balloon in the stent after using the thrombectomy catheter. There were no reported pt injuries or complications. The pt's condition was reported "stable."

Manufacturer narrative:
The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. As no device was received for technical analysis there was not any inspections performed on the device. Stent thrombosis is a known complication of stent implantation which has been reported for all bare metal stents and drug-eluting stents. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to spec that may have resulted in this effect. The root cause will be documented as anticipated procedural complication.